Manufacturer narrative:
The reported 6.5 x 72mm threaded flexible cannula, intended for use in treatment, has been returned for evaluation. Visual assessment confirmed the reported complaint. The distal end of the cannula is damaged. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: device impacted in some manner. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during setup when the package was opened it was found that the tip of the cannula was chipped. There was backup device available, no delay or patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.